Event description:
It was reported that while using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting tubes not filling completely.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting tubes not filling completely.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.